Event description:
N/a.

Manufacturer narrative:
Updated fields -b4, e1(initial reporter and event site email), g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - h6(medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse investigated the customer¿s complaint with batteries not charging. The fse was able to reproduce the customer stated issue. The fse found that slot 1 battery was showing full charge on battery indicator, when reviewing on display the battery was showing empty. Replaced both main batteries and verified that batteries were charging. Functional test tested without any further failures or issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) is not charging its batteries while plugged in. There was no harm or injury.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h6 (investigation type, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse was able to reproduce the customer stated issue. Replaced the power management pcb and functional testing without any further failures or issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. The failure analysis and testing dept. Received part number pcb, power management, rohs serial number (B)(6) with a reported unit failure of not charging batteries. The failure analysis and testing dept. Performed a visual inspection and observed that component q27 had shorted. When q27 shorts, the batteries will not charge. Due to the shorting of component q27, the fat dept. Cannot investigate this complaint any further. Retaining the power management board in the fat dept. Per procedure number rev. Au.the probable root cause for the power management board is that there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit or the tantalum capacitors used on the solenoid control board and power management board are not within the capacitor manufacturer¿s (vishay) de rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board.

Event description:
N/a.